Event description:
It was reported that at the beginning of a novasure endometrial ablation, the "patient went into asystole". The physician stopped the procedure and started performing cardiopulmonary resuscitation (CPR). The patient was "revived in 30-40 seconds". The patient went to recovery and is "doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller (B)(4). There were no abnormalities noted. No relationship can be established between DHR and current complaint. (B)(4).